Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted and returned for normal battery depletion after 36.6 months of service. Another guidant crt-d device was successfully implanted. There were no allegations reported against the device's functionality. There were no adverse patient effects reported.